Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: during investigation, the pump history was reviewed and showed pump a reboot on 10/22/2013. The pump time and date was found not to be set correctly. During testing, the pump rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate. During evaluation the time and date was found to reset to default settings. Evaluation revealed that the internal clock battery on the printed circuit board had failed. Unrelated to the time and date reset issue, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that the subject pump reverted to the default date/time with last battery change. At the time of the call, the patient reported a blood glucose (bg) of 291 mg/dl with symptom of mild headache. The patient gave herself a 3.0 unit bolus in response to elevated bg. The patient¿s reported bg reading and symptom do not meet animas¿ criteria of a serious injury. However, this complaint is being reported as a malfunction because the alleged pump issue remained unresolved at the time of troubleshooting.